Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient who was in cardiac arrest condition, using multi-function electrodes with the device, but the screen displayed a "poor pad contact" message. The clinicians then applied fresh electrodes to the patient, but the device displayed the same message. The clinician then obtained the device paddles and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The customer indicated that both set of stat pads multi-function electrodes that were used in this event would not be returned to zoll for evaluation, as the electrodes were inadvertently discarded subsequent to the event. In addition, the complainant indicated that the lot number for both sets of electrodes is unknown, as the electrode packaging was also discarded subsequent to the event.